Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report that the customer had been hospitalized 4 times, twice due to low blood glucose levels and twice due to high blood glucose levels. The dates of the hospitalizations were all around (B)(6) 2014. The caller reported that the customer had passed away. The customer's symptoms included vomiting and being unresponsive. The caller had called the ambulance all times leading to the hospitalizations. Caller stated the customer did not check his blood glucose levels. It was unknown if the customer was wearing the device at the times of admissions. The outcomes of the events were that the customer's blood glucose levels would get back to normal and then he would be released.